Manufacturer narrative:
No product was returned therefore physical investigation could not be conducted.

Event description:
The customer alleges the hyperinflation bag manometer is sticking.

Manufacturer narrative:
The investigation is on going and a supplemental MDR will be submitted once it is complete.

Event description:
The customer alleges the hyperinflation bag manometer is sticking.